Manufacturer narrative:
The investigation concluded that the negatively biased valp qc results were caused by an out of specification device and resolved by performing monthly maintenance procedures and an adjustment to secondary metering alignment.

Event description:
A customer observed a negative shift in quality control results with vitros valp reagent on a vitros 5,1 fs analyzer. No patient results were reported during the event and there was no allegation of patient harm as a result of this event. (B) (4).